Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an open reduction of a complex pipkin IV dislocation fracture of the left hip joint the device has metal abrasion. The metal abrasion occurred from the clamping fixture for kirschner wires. Clearly visible metal particles fell into the surgical site, but these could be completely removed macroscopically by mechanical cleaning/rinsing. Apart from the slight prolongation of the operating time (less than 15 minutes), there were no damage/negative consequences for the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
Complaint is confirmed. Event description: it was reported that during an open reduction of a complex pipkin IV dislocation fracture of the left hip joint the device has metal abrasion. The metal abrasion occurred from the clamping fixture for kirschner wires. Clearly visible metal particles fell into the surgical site, but these could be completely removed macroscopically by mechanical cleaning/rinsing. Apart from the slight prolongation of the operating time (less than 15 minutes), there were no damage/negative consequences for the patient. The reported event was confirmed. The manufacturers evaluation revealed damages at two axial bearings in the shaft which caused the metal abrasion. Furthermore, a spring which holds the pin has slipped out of position. The most likely cause of this condition can be too much load during use.